Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges dislodged from the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Customer¿s blood glucose level was displayed as 'high' resulting in 3rd party intervention. Reportedly, the customer administered a manual injection to address bg level. The customer reverted to an alternate method of insulin therapy.